Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different outlets and confirmed that using a different charging cable with a tandem wall adapter resolved the issue, allowing the pump to begin charging again. Technical support informed the customer about the risks of using third-party charging supplies unless for troubleshooting and sent a replacement tandem charging cable; no further assistance was required.